Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00481.

Event description:
Allegedly revised due to hip pain. Suspected metal hypersensitivity. Cup partially attached with bone. Not overweight. High activity level.

Manufacturer narrative:
Conclcusion: no conclusion can be drawn.

Manufacturer narrative:
Additional information received from litigation on (B)(4) 2019. Updated the implant date from (B)(6) 2005 to (B)(6) 2005.